Event description:
It was reported to depuy acromed that a screw jammed in the screw hole of a bremer halo. According to the complainant, the screw jammed and the halo had to be removed and replaced with another halo. There were no adverse consequences to the pt.